Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. The reason for erosion, incontinence urinary, perforation, fluid leak, hole/perforated was determined to be due to device implantation of this artificial urinary sphincter (aus). The provided event description indicates the device was in good condition when the package of the original device was opened. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that a device implantation error was the most probable cause of the complaint/event. Based on the information available, a conclusion code of known inherent risk of device and unintended use error caused or contributed to event were assigned to this investigation.

Event description:
It was reported that following the implant of this artificial urinary sphincter (aus), and prior to discharge, the nurse catheterized the patient. The nurse placed a 16fr catheter and had difficulty. The patient subsequently had urinary incontinence, suggesting erosion or damage to the newly implanted cuff. During flexible cystoscopy, a hole was noted in the cuff, causing fluid loss. It was also noted that there was a hole in the urethra. The cuff was removed, and the tubing was plugged to allow the urethra to heal and plan for a future cuff to be implanted. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that following the implant of this artificial urinary sphincter (aus), and prior to discharge, the nurse catheterized the patient. The nurse placed a 16fr catheter and had difficulty. The patient subsequently had urinary incontinence, suggesting erosion or damage to the newly implanted cuff. During flexible cystoscopy, a hole was noted in the cuff, causing fluid loss. It was also noted that there was a hole in the urethra. The cuff was removed, and the tubing was plugged to allow the urethra to heal and plan for a future cuff to be implanted. There were no further patient complications.